Event description:
The patient experienced increased pain for the past 2 years. The pump had increased residual volumes. All reservoir volume discrepancies were approximately 10%. A catheter and rotor study were 'ok' results. The hcp reported the patient outcomes as 'no injury'. The pump was used to deliver hydromorphone.